Event description:
The user noticed redness of skin at the site of the implant about 3 months after activation and use of the external device. The user was initially immediately treated with antibiotics. However, the redness increased with erosion of skin and exposure of implant occurred. The surgeon covered the implant with a skin graft and injectable antibiotics were given for a couple of weeks. The graft failed, with infection spreading to adjacent skin leading to implant exposure. Since the infection was not controlled, the surgeon decided to explant the device and treat the infection.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a skin infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet. Please note: imdrf code c assigned is c1902. However this code is not yet accepted by FDA system.

Event description:
The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.